Event description:
It was reported that the steering was stiff. There was no pt injury or death reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The steering rod was reattached during the svc call. The system was tested and found to be working as intended and put back into svc.